Event description:
It was reported to the manufacturer that the vns patient's generator has been moving in her chest. It was indicated that there was no patient manipulation or trauma at the device site that could have contributed to the reported event. The patient is being scheduled for surgery to reposition the generator to alleviate the discomfort from device migration. Diagnostic tests performed on the device revealed proper device function. Good faith attempts to obtain additional information regarding the reported event have been unsuccessful to date.